Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during device upgrade procedure, after placing the left ventricular lead the physician attempted to remove the inner guide wire, during the process the inner components of the lead tracked out from the outer insulation. The lead was removed and replaced. Patient condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.